Event description:
Pt brought to or 9/25/96 for "revision of total knee", post-op, it was discovered that the femoral component originally implanted (date unknown) had failed and split. Surgeon nor pt can recall if pt had fallen prior to or admission.